Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-93744. It was reported that the patient presented to the clinic with the skin of the device pocket appearing red and hematoma. The physician explanted the entire system ¿ pacemaker and right ventricular lead due to infection. A leadless pacemaker was replaced. The patient was in stable condition throughout the procedure.